Event description:
Sales rep and account reports leaking of posiflow from injection site. Rn noted when she came on the shift that the set was clamped. When it was unclamped 15 cc blood leaked from set on pt. Account reports no needle or cannula was used on the set. Set was flushed and changed with no other problems noted. No pt injury or intervention was necessary.